Event description:
It was reported the patient presented for initial procedure. During the implant, the left ventricular lead exhibited high capture thresholds. The left ventricular lead was not used and the physician elected to complete the procedure with a different lead. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and lead tip analysis were normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.